Manufacturer narrative:
UDI: pxc121000 - (B)(4), rmt261414 - (B)(4), pxc161000 - (B)(4), pxc121400 - (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, a type ib endoleak along with aneurysm enlargement was visible. On (B)(6) 2015 the endoleak was successfully treated in an endovascular reoperation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, the aneurysm had grown from 32 to 36 mm in diameter. On (B)(6) 2015, a type ib endoleak along with additional aneurysm enlargement to 38 mm was visible. On (B)(6) 2015 the endoleak was successfully treated in an endovascular reoperation.